Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having trouble filling the reservoir. Customer was trying to do a set change and got a battery out limit alarm while trying to fill the reservoir. Customer's blood glucose was about 200 mg/dl at the time of the incident. Customer stated that the pump alarmed after the battery change and the pump is alarming at the time of the call. Customer was assisted with reprogramming the fixed prime. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer was advised to monitor the pump. Customer stated that he was also hospitalized with a blood glucose level of 309 mg/dl. Customer stated that he passed out due to high blood glucose levels. Customer wanted to get the pump set up and stated that he would call back.